Event description:
It was reported that a solution administration set leaked from a crack just below the fluid chamber. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.evaluation summary: one actual sample was available at the plant for evaluation. Visual inspection revealed a crack in tube (over the chamber pip). The cause of the reported condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.